Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible oversensing on stored electrograms (egm). It was noted that the patient had a device check done because they experienced syncope, chest pain, dizziness and lightheadedness. The rv lead remains in use. No further patient complications have been reported as a result of this event.